Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switching (ams) with under sensed atrial beats. The incident only occurred once, there was no concern by the physician so no changes were made. The patient was stable.